Event description:
It was reported that at a device follow up, this pacemaker appeared to be depleting prematurely. No adverse patient effects were reported. The device remains implanted and in service. It was later clarified that the device had been operating at end of life (eol) battery status and due to this the patient had felt unwell. The device was explanted and replaced that day. Due to covid protocols, the explanted device was not allowed to be returned to boston scientific for laboratory analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the event description for more information regarding the specific circumstances of this event.